Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed physical damage to the ECG flex cable, front panel, control board and analog board consistent with mis-handling. Root cause could not be firmly established due to the observed damage. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that there was no patient involvement in the reported malfunction.